Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 291, 148 and 145 mg/dl. Tests were done 11-20 minutes apart. Patient did not experience any adverse events. No further information has been reported.